Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation: it was reported that the blue rhino dilator from a blue rhino g2-multi percutaneous tracheostomy introducer set was difficult to advance. The device was required for a percutaneous tracheostomy procedure in the medical intensive care unit (ICU). Despite "usual procedure", the blue rhino dilator did not feel lubricated enough, and it would not advance past the 38 french mark during tracheal dilation. As a result, a smaller cannula was used to complete the procedure. The complaint device was discarded. It was noted that the patient had no previous procedures in the area of tracheostomy tube placement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the quality control procedures and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the blue rhino g2-multi percutaneous tracheostomy introducer set/tray is intended for percutaneous dilational tracheostomy for management of the airway in adults only.¿ contraindications: ¿nonpalpable cricoid cartilage. Pediatric applications¿. Warinings: ¿anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure.¿ precautions: ¿an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use: tracheostomy procedure ¿13. Activate the hydrophilic coating by immersing the distal end of the blue rhino g2-multi dilator in sterile water or saline.¿ based on the information provided, no product returned, and the results of the investigation, cook was unable to establish a cause for this failure. It's possible that there wasn¿t enough lubrication on the horn. It is also possible the patient's anatomy contributed to the advancement difficulties. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue rhino dilator from a blue rhino g2-multi percutaneous tracheostomy introducer set was difficult to advance. The device was required for a percutaneous tracheostomy procedure in the medical intensive care unit (ICU). Despite "usual procedure", the blue rhino dilator did not feel lubricated enough, and it would not advance past the 38 french mark during tracheal dilation. As a result, a smaller canula was used to complete the procedure. The complaint device was discarded. It was noted that the patient had no previous procedures in the area of tracheostomy tube placement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.